Event description:
A haptic issue was noted on the intraocular lens following insertion. Enlargement of the incision was required to accommodate removal and replacement of the lens. The pt is doing well.